Event description:
A patient experienced an st-elevation myocardial infarction (stemi), stent thrombosis, and stent fracture with separation approximately three and a half years after the index procedure. At the time of the index procedure, the patient presented with acute coronary syndrome and angiography revealed a 60mm chronic total occlusion in the proximal to mid right coronary artery (rca). The reference vessel was 3.0 to 4.0mm in diameter. The lesion was pre-dilated with a 1.5 x 12mm balloon catheter at 15atm and a 3.0 x 40mm balloon catheter at 12atm. A 3.0 x 33mm cypher bx was implanted at 20atm in the mid rca and a 3.5 x 23mm cypher bx was implanted at 20atm proximal to and overlapping the first cypher. A 4.0 x 14mm dura flex bare metal stent was implanted at 20atm at the ostium of the rca, overlapping the second cypher bx. Post-dilation was not conducted. Ivus was conducted. There was no residual stenosis. Timi flow was 0 before the procedure and 3 after the procedure. Act was not measured.

Manufacturer narrative:
Approximately three and a half years later, the patient experienced chest pain and was diagnosed with an acute inferior stemi. Angiography showed thrombus from the proximal edge to inside the cypher bx stents. The thrombus was treated with aspiration and balloon angioplasty. In addition, two endeavor stents (3.0 x 30mm and 3.5 x 30mm) were implanted inside the cypher bx stents. During the treatment, circumferential stent fracture with separation was observed at the overlapped portion of the cypher stents and several partial fractures were observed on the 3.5 x 23mm cypher bx. Anti-platelet therapy was discontinued by the patient approximately nine months prior to the thrombotic event. According to the physician, the possible causes of the thrombotic event were the discontinuation of anti-platelet agents at the patient's own discretion, the effect of the stent fracture at the overlapped portion of the two cypher bx stents, and the effect of smoking. The causes of the stent fracture were the overlapping stents implantation and widely pulsating vessel. (B)(4) cypher product is not distributed in the us; however, it is similar to us distributed cypher product (cxs). Additional information will be submitted within 30 days of receipt. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 9616099-2010-00896 and 9616099-2010-00897.

Manufacturer narrative:
This is one of two products involved with this adverse event in which associated manufacturer report numbers are 9616099-2010-00896 and 9616099-2010-00897. (B)(4) cypher product ((B)(4)) is not distributed in the us; however, it is similar to us distributed cypher product (cxs). Information received from an affiliate indicated that a patient experienced an st-elevation myocardial infarction (stemi), stent thrombosis, and stent fracture with separation approximately three and a half years after the index procedure. The patient's medical history is significant for unstable angina pectoris, myocardial infarction, renal dysfunction, past history of percutaneous coronary intervention (pci), and smoking. At the time of the index procedure, the patient presented with acute coronary syndrome and angiography revealed a 60 mm chronic total occlusion in the proximal to mid right coronary artery (rca). The reference vessel was 3.0 to 4.0 mm in diameter. The lesion was pre-dilated with a 1.5 x 12 mm balloon catheter at 15 atm and a 3.0 x 40 mm balloon catheter at 12 atm. A 3.0 x 33 mm cypher bx was implanted at 20 atm in the mid rca and a 3.5 x 23 mm cypher bx was implanted at 20 atm proximal to and overlapping the first cypher. A 4.0 x 14 mm dura flex bare metal stent was implanted at 20 atm at the ostium of the rca, overlapping the second cypher bx. Post-dilation was not conducted. Ivus was conducted. There was no residual stenosis. Timi flow was 0 before the procedure and 3 after the procedure. Approximately three and a half years later, the patient experienced chest pain and was diagnosed with an acute inferior stemi. Angiography showed thrombus from the proximal edge to inside the cypher bx stents. The thrombus was treated with aspiration and balloon angioplasty. In addition, two endeavor stents (3.0 x 30 mm and 3.5 x 30 mm) were implanted inside the cypher bx stents. During the treatment, circumferential stent fracture with separation was observed at the overlapped portion of the cypher stents and several partial fractures were observed on the 3.5 x 23 mm cypher bx. Anti-platelet therapy was discontinued by the patient approximately nine months prior to the thrombotic event. According to the physician, the possible causes of the thrombotic event were the discontinuation of anti-platelet agents at the patient's own discretion, the effect of the stent fracture at the overlapped portion of the two cypher bx stents, and the effect of smoking. The causes of the stent fracture were the overlapping stents implantation and widely pulsating vessel. A review of the manufacturing documentation associated with these lots presented no issues during the manufacturing process that can be related to the reported complaint. Stent thrombosis, myocardial infarction, and stent fracture are known potential adverse events associated with implanting coronary artery stents. Stent fractures are uncommon events but have been observed in long stented segments including those in which overlapping stents have been used. They have been observed in coronary segments that undergo significant motion, particularly in areas with severe angulation, tortuosity, and calcification. In the cypher stent, they have been reported most often in certain lesion subgroups in which safety and effectiveness have not been established. The cypher stent is intended for use in lesions less than or equal to 30 mm in length. Review of the information provided suggests that patient factors (smoking) and/or vessel/lesion characteristics may have contributed to the reported events.